Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms on their mobile power unit (mpu) on the morning of (B)(6) 2022. They noted that the green power circle was unlit and there were no power disruptions to their home. The mpu was tried on an alternative outlet but was unable to receive power from the wall. The patient switched to battery power. The patient went to the clinic where the customer tried plugging in the mpu into several outlets. They were able to confirm that the led did not turn on. The patient's mpu was exchanged. A review of the log files revealed low voltage hazard and no external power events on (B)(6) 2022 at 06:01. According to the voltages seen in the log it looks like power was lost to the mpu enabling the backup battery in the controller until the patient connected to battery power. The event lasted about 35 seconds.

Manufacturer narrative:
Section a3: patient gender was requested but not provided manufacturer's investigation conclusion the reported event of no external power alarms was able to be confirmed; however, the reported event of a mobile power unit (mpu) being unable to turn on was unable to be confirmed. The mpu (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ( (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 06:01:56 ¿ 06:02:31. The alarms occurred while the controller was connected to the mpu and cleared when the controller was connected to battery power. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 19apr2022 stated that the mpu was brought into the clinic and the issue of the mpu not turning on was confirmed. The mpu was exchanged for (B)(6). Additional information provided on 21apr2022 stated that the mpu has a v-lock connector, the power cord did not come loose from the wall nor the back of unit, there were no environmental circumstances that may have caused the event, the mpu was exchanged, and no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 01oct2020. No further information was provided. The manufacturer is closing the file on this event.